Event description:
It was reported that the customer was hospitalized, due to low and high blood glucose. Customer stated he was having issues with the sensor. Customer will call back for troubleshooting. The blood glucose reading was 215mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.